Event description:
N/a.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - failure analysis cannot be completed on the returned unit because it is over 10 years old, and therefore was beyond integra¿s 10-year service life and could not be repaired. It was returned to the customer unrepaired with no evaluation performed. Root cause - the complaint is not confirmed. The unit was beyond integra¿s 10-year service life and could not be repaired. Probable root cause of the reported complaint is routine use and age related wear of the unit. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during "craniotomy for tumor resection" procedure, the locking mechanism on the mayfield modified skull clamp (a1059) was not staying in the "locked" position so the patient was re-pinned with a back-up skull clamp. There was a delay of 5 to 10 minutes to get another c-clamp to re-pin the patient.

Manufacturer narrative:
Additional information has been received indicating the following: 1. Was there patient injury? Yes. 2. If yes, please provide details of the injury- scratch across patient's forehead since it would not unlock. 3. Was there any medical/surgical intervention? Staples were applied.